Manufacturer narrative:
Initial reporter information: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a cartridge line, an external fluid leak through the cassette was observed. It was further reported that the heparin line was broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h10. The actual device was not available; however, a photograph and 8 companion samples were received for evaluation. Visual inspection with the naked eye of the photograph identified the heparin line showed damage between the transport tube and the cartridge port due to a maceration. The reported condition was verified. Visual inspection with the naked eye of the 8 companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing under water was performed with no issue noted. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.